Manufacturer narrative:
Evaluation of the returned benchmark confirmed kinks in its distal shaft. If the device is forcefully advanced against resistance during insertion into a patient without a parent catheter, damage such as this may occur. Further evaluation of the device revealed distal tip ovalization. This damage was likely a result of forceful mishandling of the device during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the basilar artery (ba) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician advanced the benchmark into the patient via direct stick. However, it was noticed under fluoroscopy that the distal end of the benchmark had multiple kinks. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.